Event description:
The customer reported that while the iabp was in use on a pt: "recently dr (B)(6) has been experiencing problems with the iabp waveforms intraoperatively. This is very frustrating for him and I was hoping you might be able to assist with the troubleshooting. If he places the balloon he will use the old catheter that does not have the fiber optics, it the iabp is placed in cath lab it is the sensation. However, he claims that it happens with both catheters. My understanding of the situation is that many times during surgery he will have a waveform with no diacrotic notch and this is concerning to him. The next issue is that there is a large variance between the radial artery pressure and the iabp. Now, I have tried to explain to him and the perfusionist that there will be a difference in the pressures but he is stating the variance is 30 to 40 mmhg. Your thoughts on this and any support you have to offer is appreciated." No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: due diligence to obtain case details and returned unit for eval were in vain. Facility did not provide the needed info and after a final phone call they did not accept a visit to evaluate these events. (B)(4).